Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the implantable cardioverter defibrillator exhibited a diagnostics anomaly in which r waves fell into the post-ventricular atrial blanking period. Programming changes were performed. The patient was in stable condition.